Event description:
Customer reportedly obtained a result of 422mg/dl on the advantage system while the doctor's device read 117mg/dl within 10 minutes. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.